Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are (B)(4). The catalog number has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified. (Expiry date: 03/2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a recanalization procedure, the guidewire of the device was allegedly torn at the proximal during the procedure. The leg was cut open and the vessel was opened to remove the device. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. An angled guidewire was physically investigated. A catheter was not returned for investigation. The user provided image and information were reviewed. The provided images show the surgical retrieval of the guidewire. The guidewire was broken at 45 cm distal from the tip. The reported break of the guidewire can be confirmed. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3. H11: h6 (method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the guidewire of the device was allegedly torn at the proximal. The leg was cut open and the vessel was opened to remove the device. The current status of the patient is unknown.